Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7015358. Sc-2317-50 (sn (B)(4)). The returned leads were analyzed and inspection revealed that all cables were completely broken at the bent or kinked location of the leads but there were no exposed cables at the fracture location. With all the available information, boston scientific concludes that the reported allegation of the patient losing stimulation and high impedance was confirmed. The leads were exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient was not feeling any stimulation as all contacts exhibited high impedances on both leads. Lead migration was confirmed through fluoroscopy. It was noted that the patient caught an elk head falling out of the back of a pickup truck. The physician agreed that the leads did not fail prematurely. The patient underwent a lead replacement procedure and was doing well postoperatively. The leads were returned for analysis which confirmed that the leads were fractured. This could have caused the reported clinical observations.